Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull the medication from any of the station. A field service engineer (fse) made a communication to ensure the device was moved to a sturdier cart, as the previous cart had buckled during relocation. Although the customer believed the current setup was sufficient, a request was made to move the device for safe servicing. The customer stated that maintenance staff would need to assist with moving the station and requested to reschedule the visit. The work was postponed for a week, as the sturdy table required for servicing had not yet arrived. The customer agreed to notify the fse once the table was delivered and the device could be safely accessed. The work order was closed, with plans to open a new one when the fse can return onsite.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.